Manufacturer narrative:
Date of event: the customer reported these events were occurring since converting to the sigma pump in may. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was concurrent flow with an unspecified quantity of baxter primary IV infusion sets. The sets were in use on patients with the baxter sigma pump, baxter secondary IV (intravenous) infusion sets and ¿they would have a concurrent pole for the primary bag¿. The customer stated, ¿when hanging the secondary medication, the fluid from the primary bag would flow concurrently and mix with the medication. As a result, the staff would have to rubber band the tubing to stop the flow from the primary bag.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.